Manufacturer narrative:
Please note: this is a follow-up report to provide eval results (section h6) and event problem codes (section f10), which have been provided by the MFR. An eval of the product, which was received on 9/12/96, verified that there was a slit at the distal end of both cuffs, which likely occurred during use. Device history records reveal that all the products had been 100% inspected for inflation system integrity and confirmed to be acceptable prior to release.

Event description:
Two size 9 sct tracheostomy tubes tore at the distal end of the cuff during insertion in an initial tracheostomy. Both devices were tested prior to use and were fine. A third device was inserted without further incident. No pt injury was reported.